Manufacturer narrative:
10/3/2019 we requested the device to be returned to the manufacturer. To date, we have not received the device.

Event description:
9/16/2019 the consumer claims the brush heads pinches his inner and outer lips.